Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, physical damage to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue. During the evaluation of the device at a third party service center, an issue related to the power management board was observed. The device's power management board was replaced to address the issue.